Manufacturer narrative:
Method: device not returned. No evaluation will be performed. Conclusion: no conclusions can be drawn.

Event description:
Optician in (B)(6) reported a corneal ulcer, suspected to be fungal. The pt reportedly removed a new lens from the primary package and wore the lens for 2 hours when the event occurred. The pt went to (B)(6) hospital and was told the ulcer was caused by fungus. The optician reports the pt is better now but has scar on the cornea "in the middle of the pupil." Limited records state that on (B)(6) 2011, patient had severe injection with central infiltrates and edema. Slit lamp shows clear cornea with small scar mid periphery at 12 o'clock. Va 20/80. Pt has been treated with ciloxan and exocin x 2.5 days. On (B)(6) 2011, pt is increasingly uncomfortable. Severe injection. Infiltrate unchanged at 0.8 x 0.8mm. Pt to be treated with "grafting and scraping." Rx fortified garamycin 6xday, vancomycin 6xday. Corneal scraping for direct microscopy. On (B)(6) 2012 less irritation. No bacteria or microorganisms on microscopy. Va od 0.3-1.0 (20/63) infiltrates decreasing. On (B)(6) 2011, severe injection. Pain increasing. Unable to tolerate garamycin and vancomycin past few days. No growth from agar plates. No bacteria on direct microscopy. Fungal infection is suspected due to lack of response to treatment and severe pain. The pt uses dailies from another manufacturer on a day to day basis but uses acuvue oasys brand contact lenses for astigmatism during military training. Optician reported that in august the pt was seen with a mild eye infection and again in october. It is not known which lens the pt was wearing when these events occurred. No lot info or product is available as the pt discarded all remaining lenses when the event occurred. If additional info is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in executive management review meetings.